Event description:
It was reported that the pump¿s sleep/wake button and screen responsiveness were unreliable, with the device locking again within seconds, lacking vibration feedback on wake, and failing to remain unlocked during routine use. Symptoms included device unresponsiveness and intermittent loss of haptic feedback. Outcomes included temporary inability to interact with the pump until a restart was performed, after which normal wake, unlock behavior, and vibration returned. Investigation included guided troubleshooting and a device restart, followed by functional checks of wake, lock timing, and haptic feedback. Investigation of this case revealed that the device operated within expected parameters after restart, consistent with a transient user interface or firmware state that resolved with power cycling. It was concluded, based on previously established findings for similar reports, that the cause was an isolated, non-reproducible device behavior that resolved with restart.

Manufacturer narrative:
Initial.